Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and dilator assembly was inserted into the patient over the guidewire. The hemostatic valve exhibited considerable leaking immediately upon insertion over the guidewire and after removal of the dilator. First, tightening the valve was attempted by simultaneous pushing and clockwise rotation. Next the valve was opened completely and tightened again with a pushing motion; however, this technique did not provide hemostasis. The was replaced with another was which was used successfully. The estimated blood loss was approximately 40cc and there was no clinical event. The patient was in good condition.